Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s pump had malfunctioned. The patient¿s pump went dry and the patient never heard the pump alarm. The patient thought they were sick with the flu.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n260777, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (40 mg/ml at 18.656 mg/day) and morphine (33.2 mg/ml at 15.484 mg/day) via an implantable pump. The indication for use was non-malignant pain/post lumbar laminectomy syndrome. On (B)(6) 2014 it was reported that the patient felt sick, like flu-like symptoms on (B)(6) 2014. The pump was refilled on (B)(6) 2014 and at that time it was confirmed that the pump was empty, but the patient was unsure how long it was empty. After the refill, the patient had been feeling a throbbing pain/pressure around the pump itself and was wondering if the pump was malfunctioning. The night prior, the pain had been on/off and suddenly her "heart felt funny", she felt extremely panicked, like a panic attack and she felt overwhelmed. It was noted that a couple of days before the patient found out that the pump was empty her family heard an alarm in the car and thought it was a cell phone. The patient never heard the pump alarm. The hcp (healthcare professional) office printed a report that indicated that the pump had alarmed, but the patient did not hear an alarm. During the report, the pump alarms were played for the patient and she stated that she had not heard the critical or non-critical alarm before. The next alarm date on the pump was (B)(6) 2014. On (B)(6) 2014 additional information was received from the consumer and it was reported that the patient did not have concerns with her device or therapy. On (B)(6) 2015 additional information was received a consumer via a company representative and it was reported that the patient experienced withdrawal symptoms related to the event.